Manufacturer narrative:
Based on the claim against the product by the customer noting the jaw broke off an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the force bipolar instrument would not be returned as it was on its last life. The images provided by the customer were reviewed. The images of the instrument matched the description of the issue reported by the customer. Further details could not be determined without the product being returned for testing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, at the end of the case when the instrument grabbed onto tissue, the force bipolar instrument's jaw snapped off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter stated the jaws of the force bipolar instrument were the part that was damaged, the instrument was inspected prior to use, the issue occurred during tissue retraction, the instrument did not collide with another instrument or tool, the jaw itself broke off, but the wire kept it all in one piece so no pieces fell into the patient's abdomen. The customer reported that the instrument will not be returned since it was its last life and images were provided.